Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00028, 3005168196-2018-00029. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3d revascularization devices (psr3ds) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, while attempting to advance two psr3ds through the 3maxc, the physician experience resistance and subsequently, the psr3ds became kinked; therefore, both psr3d and 3maxc were removed. The procedure was completed using a new psr3d and a velocity delivery microcatheter (velocity). There was no report of an adverse effect to the patient.